Manufacturer narrative:
A correlation between the device and the reported hemolysis and embolic stroke could not be conclusively determined (B)(4) was returned assembled with the driveline cut approximately 1" from the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft and sealed outflow graft bend relief were returned detached from their respective pump ports. The outlet elbow was returned attached to the pump outlet port. Examination of the proximal edge of the outlet elbow revealed small, acute, tissue-like depositions lightly adhered to the textured blood-contacting surface. The depositions lacked denaturing, lacked lamination and did not appear to be affecting blood flow through the outlet elbow. A small, soft, white deposition was present on the outlet portion of the rotor. The deposition was very loose and not adhered to the rotor, lacked denaturing and lacked lamination. Its structure suggests that it developed acutely and did not originate on the rotor. The specific origins of the observed depositions and a duration in which they were present in the pump cannot be determined. It cannot be conclusively determined if the observed depositions contributed to the reported hemolysis. The depositions likely did not contribute to the reported transient pump power elevations. Pump power is a direct measurement of motor voltage and current and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of device history records for this device showed no deviations from manufacturing or qa specifications. A system controller was returned and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient had a history of multiple embolic strokes, hemolysis, and transient moderate power increases. The patient tolerated pump removal. The patient was not a candidate for pump replacement. The perfusionist reported the patient is still alive. However, she suffered extensive neurologic damage prior to the pump being explanted.

Manufacturer narrative:
The reported event of power elevations was unable to be confirmed during analysis of the system controller. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received: the vad coordinator reported that the patient's most recent admission was after a right-sided cerebrovascular accident resulting in left hemiparalysis and aphasia. In the several days before she was explanted, she developed signs of acute hemolysis with elevated ldh, an acute drop in hematocrit, and worsening renal failure. The patient then underwent the lvad explantation.

Manufacturer narrative:
The attached user facility report was received from the intermacs registry. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the intermacs report indicated "hematuria and ldh was acutely elevated to over 3000 indicating significant hemolysis. This persisted for 2-3 days. While on a bicarbonate gtt for renal protection, it was evident that this was likely due to pump thrombosis despite stable lvad hemodynamtics".